Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro which was not flushing. Halfway through the case the qdot micro¿ catheter was removed from the body, they attempted to re-flush it before advancing it back into the body and it was not flushing. The caller noted they noticed there was blood build up on the tip of the catheter that would not wipe off. The caller stated they attempted to flush the catheter and was unsuccessful, the fluid was not flushing out of the irrigation holes. The blood appeared to be internal to the tip the catheter was replaced and the issue resolved. The procedure continued with no further issues. There was no patient consequence.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device failed the test. .the device was observed under a microscope and it was observed to have the irrigation holes occluded with reddish material. In addition, a bloodstain was observed on the tip of the device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion and foreign material issues reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).